Event description:
It was reported that over 3 weeks prior to (B)(6) 2015 the patient had been in ¿more and more pain¿ and was getting ¿more and more ill¿. The onset was gradual; it took about 4 days for her to really notice. The patient ¿knows it is the pump that is causing her to feel this way¿. The device system was delivering fentanyl, clonidine, bupivacaine, and dilaudid. Additional information later received reported that there was a change in therapy effect, that the patient was sick for the whole month prior to the report. The patient was ¿very ill¿ after a pump fill on (B)(6) 2015. Two weeks after this began, the patient was told the pump was fine, but the patient stated ¿no its not fine.¿ the patient was sick and going through withdrawals. The patient also called one week after this began and went in on (B)(6) 2015 ¿ and thought they would do diagnostics but nothing just a prescription mess up.¿ the patient had a dye test on (B)(6) 2015, which was ¿fine.¿ then after the dye study, the patient was in agonizing pain. The pain lasted 6 hours, and the patient was fine afterwards. The patient was wondering if it was a programming error. Two weeks after the refill, the patient had nausea, vomiting, anxiety, and waking up all night. The patient went through this the entire two weeks. The patient stated they had all the signs of withdrawals, but the hcp reportedly did not think it was withdrawal. The patient thought something was wrong with the programmer. The patient had stated they thought it was pneumonia that she had in past, and she had anxiety issues as well. The reporter was redirected to the hcp. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. Product ID: 8575, lot# j0452922r, implanted: (B)(6) 2005, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: unknown prog, serial# unknown, product type: programmer, physician. (B)(4).